Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 16.6 mmol versus 12.9 mmol meter to lab. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.